Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during procedure, a backflow of blood was observed when negative pressure was applied before inflation and concluded that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.